Event description:
The user facility reported an unspecified undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after 25 days of impella 5.0 support for female patient, decision was made to escalate to impella 5.5 as device had persistent low purge alarms. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for low pump flow has been completed. The impella device and data were not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12422: a5 race and ethnicity missing. F6/f8-should have been left blank . G1 manufacturing site name and address.